Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. Customer reported her cat had dropped pump off the counter just before alarm. Customer¿s blood glucose level was 98 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.